Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396 mg/dl; cause of bg not known. It was reported that the customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the treatment resolved the issue, and the customer had no permanent damage. Customer reverted to an alternate method of insulin therapy. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ER release date, however, no response was received.